Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, enlarged atrium, dilated annulus, bi-leaflet billowing, and calcium in subvalvular apparatus. A mitraclip xtw was inserted, and the leaflets were grasped. However, echocardiogram revealed significant smoke (a sign of blood in the atrium moving slower) in the left atrium. The patient¿s atrial pressure dropped, and the patient required assisted rescue, which included administration of adrenaline, and cardiac massage. The clip was deployed, reducing mr to a grade of 2+. It was noted that the coronary arteries were checked and were normal, the bi-ventricular function observed during the critical moment was recovered, and the patient was awake with no signs of neurological affection and was recovering as expected.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported hypotension could not be conclusively determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a